Event description:
A report was received stating that the listed tracheostomy tube was found leaking at the cuff after 5-10 minutes of use. The tracheostomy tube was replaced emergently. No permanent adverse effects to the patient reported.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.